Event description:
Patient had an on-q catheter placed on (B)(6) 2013 in the operating room during the second stage of a two stage lumbar decompression and fusion. On (B)(6) 2013 the physicians assistant attempted to remove the catheter and met resistance. The anesthesiologist was asked to assist with the catheter. As the anesthesiologist attempted to remove the catheter it broke. The patient was taken to the operating room on (B)(6) 2013 to remove the remaining piece. In operating room it was identified that the on-q catheter had been stitched by one of the closing sutures. Manufacturer was notified of incident on (B)(4) 2013 via phone conference. Additional information was sent on (B)(4) 2013 along with this report.